Manufacturer narrative:
Per case notes, the sensor could not be removed during the first removal attempt. The user was doing fine after the procedure. A second attempt was made on (B)(6) 2023, and the sensor was successfully removed.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the physician was unable to remove the sensor in the user's arm on the first attempt.